Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, bubbles, malposition, lump/nodule.

Event description:
Patient reported right side "leak, bubble filled with air or water, facing down, 5cm lump on right center breast bone, and dense mass." The device remains implanted.